Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician felt resistance while attempting to advance a smart coil through its introducer sheath and was unable to advance the coil into the microcatheter. The smart coil was then removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had kinks and offset coil winds. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. During functional analysis, after properly re-sheathing the smart coil within its introducer sheath, the embolization coil was unable to advance through the introducer sheath. Conclusions: evaluation of the returned smart coil revealed kinks and offset coil winds along its embolization coil length. If the introducer sheath is not properly aligned with the hub of the microcatheter prior to advancement, resistance may be experienced. If the device is forcefully advanced against resistance, damage such as kinks and offset coil winds may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.